Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the day after the device was implanted it was necessary to have a low-voltage lead repositioned as the device "wasn't reading one of the wires." The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was implanted in the right ventricle and showed a high threshold and poor r wave values consistent with lead dislodgement resulting in lead revision. It was also reported that during the procedure a rise in threshold with micro-dislodgement occurred resulting in further repositioning before the pocket was closed.